Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after meal announcements while using the ilet, with reports of late and multiple meal announcements, use of ¿less than¿ options, and a factory reset performed followed by guidance on correct meal announcement practices. Symptoms included dizziness consistent with hypoglycemia. Outcomes included device alerts for low glucose, correction with oral glucose, and no need for outside assistance or medical intervention. Investigation included complaint review, user interview, and troubleshooting with education on meal announcement timing, consistency, and spacing of meals during the learning period. Investigation of this case revealed user-related use errors associated with late and multiple meal announcements and announcing meals when glucose was low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.